Manufacturer narrative:
The analyzer's serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hcg+beta results for 1 patient on a cobas 6000 e601 module. The patient's result was 31.36. The unit of measure was not provided. It was noted that it was "impossible" for the patient to be pregnant as the patient was taking roacutane. A new sample from the patient was tested in a different laboratory, and the hcg result was negative. The numerical result was not provided. The initial sample was tested on a cobas e 801 module in a different laboratory, and the hcg result was negative. The numerical result was not provided.

Manufacturer narrative:
The calibration and qc data were requested, but not provided. Due to the lack of information provided, the investigation did not identify a specific cause of the event. The investigation did not identify a product problem.